Event description:
The patient reported on (B)(6) 2014 at 1:53 pm, she activated a new pod and her blood glucose history is as follows: time: 3:06 pm; bg (mg/dl): high (>500). At 4:00 pm, she went to (B)(6) hospital and upon arrival at the emergency room they tested her ketones and they were moderate. They gave her a manual injection of 10 units of insulin and placed her on an intravenous therapy of fluids. She stayed in the emergency room for 5 hours before being released.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia and emergency room visit. No product lot number was reported therefore no qualification records were reviewed.